Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h11, additional mfg narrative of the initial medwatch report should indicate stryker evaluated the customer's device and was able to duplicate the reported issue. The system pcb assembly was replaced however intermittent issues were observed. It was determined that the cause of the reported issue was due to energy delivery pcb assembly. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.